Manufacturer narrative:
Concomitant medical products: setroxs lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert from their device. Patient was seen in clinic by the physician and the lead was reset. The lead remains in use. No patient complications have been reported as a result of this event.